Event description:
A malfunction alarm, specifically malfunction code 12, was reported by the customer. There was no reported impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.